Event description:
A patient underwent therapeutic procedure for gastric hemostasis. The resolution clip device did grasp the tissue at the intended site. The device did not release from the catheter to complete deployment. The clinician reports that the delivery system was 'jerked' and removed from the scope. There was no additional injury or trauma sustained to the site as a result of the failed deployment and subsequent removal of the device. The procedure was successfully completed with another of the same device.